Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated when the patient presented to the hospital after suffering a cardiac arrest. The device did not generate tones when a magnet was applied to the device. The guidant sales representatives tried multiple programmers and wands without success. The device was explanted and replaced.